Event description:
It was reported that the patient hadn¿t used their patient programmer in a while and couldn¿t get it to work so they put new batteries in the programmer. After putting the new batteries in the patient turned stimulation on and it hurt them and this happened today within the last 15 minutes. It was noted that the patient turned it off and got everything away and everything was under control and they weren¿t in any extra pain. The patient synced with their implantable neurostimulator (ins) and stimulation was still on so the patient pressed the stimulation off button and saw the stimulation off icon. It was reported that after turning stimulation off the patient was not in pain any more. The patient wanted to know if since stimulation came on so strong and it hurt if it did any damage. Additional information received reported that the patient had a shocking or jolting sensation and needed assistance to get rid of it. The shocking or jolting was today and in the past the patient had reported the same issue when it happened. It was noted that the patient hadn¿t used it in years and may not have been aware of the time frame when the previous events occurred. It hurt so bad in between the patient¿s legs. It was stated that the patient used their programmer and was on program 1 at 4.9v and when turning it down they could feel it letting up. The patient was at 3.6v now and couldn¿t feel it and tried moving different positions to make sure the stimulation was not uncomfortable or painful. It was reported that the patient was at 3.4v and then turned it up to 3.7v and could feel it beating a little. The patient thought their health care provider (hcp) had changed the programs in the past. It was noted that the patient didn¿t know what they did because it happened so fast and they thought the batteries were too strong. The patient¿s bladder was leaking on them and it had been about a week or 2 and it was all of the sudden. It was stated that the patient hadn¿t used stimulation in a while because they didn¿t need it and because they had the leaking bladder they took the controller and turned stimulation on. It was noted that 4.9v was the level it was on before.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00bam, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).